Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v813625, implanted: (B)(6) 2011, product type: lead. Product ID: 3765, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v659421, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v659421, implanted: (B)(6) 2011, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
Information was received from the patient that reported there was difficulty recharging. It was the patient's first time charging and they were walked through on how to get connection and coupling. The patient began with zero bars. They had a poor coupling screen. Repositioning the antenna did not resolve the issue and the use of the antenna locate (al) feature resolved the issue. It was performed on both the left and right implants. The left implant al feature resulted in 8 coupling bars. With the right implant, the patient was not able to change the al numbers and resulted in zero coupling. No symptoms were mentioned. There were no implantable neurostimulator (ins) pocket issues reported and trying another implantable neurostimulator recharger (insr) did not resolve the issue. The right side coupling could not be obtained. The patient was wearing a t-shirt. Additional information received 8 days later from the manufacturer representative reported since implant the patient had issues getting coupling bars with the right ins. There were no issues with the left ins and the right ins appeared deeper. With positional changes they were able to obtain some bars. Troubleshooting had resolved the reported issue. The patient was implanted for parkinson's dual and movement disorders. Additional information received from the patient reported there were no circumstances that led to the poor coupling between the left ins and the recharger. No steps were taken to resolve the issue. The poor coupling between the left side ins and the recharger had not been resolved.